Manufacturer narrative:
The technician found that the large side rail on the patient's left side was not properly locking. After a couple of pulls it would come off, however it would not come off easily. The technician spoke with the account and the witness for the patient fall was not at the account. No further info is available on the repair of the bed or the patient fall at this time.

Event description:
The account alleged the side rails did not function and the patient fell out of the bed. No info on patient impact or injury is known.